Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (rep, hcp): information was received from the health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal bupivacaine 8 mg at a dose of ¿1.472 mg¿ and fentanyl 349.7 mcg at a dose of ¿1900 mcg.¿ the indications for use were post lumbar laminectomy syndrome and spinal pain. The patient had a medical history of diabetic neuropathy in the lower extremities. During a scheduled dye study, under fluoroscopy, the radiologist was not able to access the catheter access port (cap). The pump appeared to move within pocket. The patient was obese, and when she sat up, there was a "roll" that pushed the pump into the lower abdomen. The pump could be manipulated side to side in the pocket. Fluoroscopy showed the markers on the pump were reversed, and the rotor was on the left, under the cap. The dye study was aborted. A flipped pump was confirmed. There were no reported symptoms. The issue was not resolved. Surgical intervention did not occur. Intervention had not been completed. The event date of (B)(6) 2016 was approximate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative (rep). Surgery was planned for (B)(6) 2016. The patient was considered "alive-no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.